Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a device history record (DHR) review was conducted: manufacturing location: monument. Manufacturing date: 28-jan-2021. Part number: 04.210.116, 2.4mm ti va locking screw stardrive 16mm. Lot number: 85p8785 (non-sterile). Lot quantity: (B)(4). Six pieces were scrapped in cell, flow inspect/pack, for an unacceptable surface finish. A two-piece under count variance was also recorded at this operation. Production order traveler met all inspection acceptance criteria apart from the six pieces noted. Inspection sheet, mill shaft thread / head thread / flute, rejected the entire lot for a cosmetic failure; discoloration on top of head / in drive. The lot was reworked, and 234 pieces were determined to be acceptable. It is unclear if the two-piece under count variance recorded at op #70 was discovered after, or prior, to the rework. Packaging label log (pll) lmd was reviewed and determined to be conforming. A total of 241 labels were printed. 232 labels were used on product; 1 label was used on the pll and 8 labels were destroyed. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿2 packages delivered empty¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown dare, two packages of screws were delivered empty. This report involves 1 2.4mm ti va locking screw stardrive 16mm. This is report 2 of 2 for (B)(4).